Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received morphine (unknown concentration and dose) in an implantable pump spinal pain. The pump was removed due to infection on (B)(6) 2014. The onset of the infection was stated to be (B)(6) 2014. The patient was seen for a follow-up appointment on (B)(6) 2014 and was directly admitted to the hospital 2 days later with sepsis. The patient spent 4 day post operation in the intensive care unit (ICU) in acute renal failure. The infection had since resolved. History: hypertension, high cholesterol, seizures, stent placement (B)(6) 2011, lumbar surgery (B)(6) 2002 and (B)(6) 1984, chronic low back pain, pain disorder, arthritis, high blood pressure, psychiatric disorder concomitant drugs: hydrocodone (5-500mg every 6 hours as needed), lyrica (150mg twice daily), celebrex (200mg once daily), baclofen (20mg 3 times daily), cymbalta (60mg once daily), topamax (100mg twice daily), aspirin (325mg once daily), metoclpramide hcl (10mg 4 times daily), clidinim-chlordiazepoxide (2.5-5mg twice daily), simvastatin (80mg once daily), nexium (40mg as directed), flomax (0.4mg once daily), niaspan (500mg once daily), seroquel (200mg once daily), lovaza (1mg twice daily), ranexa (500mg twice daily), isosorbide mononitrate (60mg once daily), effient (10mg as directed), and asmanex (120 metered doses 220mcg/inhale once daily)